Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during a planned stage procedure in 2009, the proximal circumflex (cx) artery was direct stented with a xience v stent. A small dissection was noted post stent dilatation and a second stent was placed as treatment. It was reported that the cause of the dissection was balloon high pressure inflation. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - dissection in the IFU is a known adverse event associated with coronary stenting, and can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The lesion was treated without pre-dilation and the IFU states "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." In addition, the IFU cautions that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention."